Manufacturer narrative:
The investigation at the manufacturer is based on the provided information. The log file was not available for analysis. Therefore it was not possible to confirm the conclusion done on site respectively it was not possible to perform a root cause investigation. However the observed vibrational noise of the expiratory valve drive indicates huge activity of the ventilation control loop of the device. This might be caused e.g. By a leakage. Another potential root cause is an impaired expiratory flow measurement such as e.g. A connection problem between the expiratory flow sensor and the cable harness spirolog sensor. The expiratory valve and cable harness spirolog sensor were replaced by the hospital biomed which had fixed the observed problem. The device monitors multiple ventilation parameters like respiratory rate, volume, leakage and pressure and will generate an audible and visual alarm if the set alarm limits are exceeded. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a patient was admitted to the neurological-ICU and began a synchronized intermittent mechanical ventilation protocol on a draeger v500 ventilator (infinity acs workstation cc). The infinity acs workstation cc generated several alarms regarding leakage, high respiratory rate, flow measurement inaccuracies, low/high airway pressure, and low/high mv alarms. Also a vibrational noise was noticed. The flow sensor and the expiratory filter were replaced on site but did not solve the problem. Therefore the service engineer concluded that the problem was due to a leakage associate with the disposable expiratory valve. No patient consequences reported.